Event description:
Propofol infusing in pump side one. Volume to be infused correctly entered into pump as 85ml with proper rate to infuse set at 20ml/hr. Rn went back into room 45 minutes later when pt became severely hypotensive and found total volume infused into pt. Pt bolused IV fluids for hypotension. Propofol held.